Event description:
It was reported that the deep brain stimulation (dbs) patient was prescribed antibiotics and steroids due infection at the lead and implantable pulse generator (ipg) incision sites. Ultimately, the patient underwent an explant procedure wherein the entire system removed and did well postoperatively. Cultures were taken, but the results were not provided by the physician.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 05mar2024. Block d2b: nhl, pjs. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: (B)(6).